Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit for analysis. The guide wire was returned in the advancer tubing. It was noted that the assembly cap was not returned. No definite signs of use were observed. Visual inspection didn't reveal any kinks along the guide wire body. No damage was observed on the guide wire tubing. The j bend was intact. Both welds were present and appeared to be full and spherical. The guide wire length measured 456mm which is within the specification limits of 450-458mm per the guide wire product drawing. The guide wire outer diameter measured .800mm which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. Despite the kinking , the guide wire was able to pass completely through the subassembly with little to no difficulty. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the spring wire guide was kinked could not be confirmed through visual examination of the returned sample. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and analysis of the returned sample, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.